Event description:
The guide wire separated and was visualized on x-ray. The location was from the superior vena cava through the right atrium and into the inferior vena cava. Removal of the wire was successful. There were no pt complications.